Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant report that a patient was implanted with an impella rp flex via percutaneous right femoral vein for mechanical circulatory support. Placement signal not reliable alarm occurred once the pump was implanted. Placement signal then periodically returned and then disappeared randomly. Placement signal not reliable audio was disabled. Upon arrival to the intensive care unit, placement signal returned. The physician was notified of possible sensor damage. No patient harm was reported.